Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial right total knee arthroplasty a piece of the articular surface provisional broke during the trailing process. The surgeon impacted the articular surface provisional and handle with a mallet to get it to sit all the way down in the knee and that is when the product broke. There was no complication or delay reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device exhibits signs of repeated use and has fractured on the medial side of the post. All pieces were returned. DHR was reviewed and no discrepancies were found. Zimmer persona surgical technique states ¿apply gentle manual pressure without impacting the tasp construct with either a mallet or hand¿. As per the information provided, the tasp was broken when the surgeon impacted the provisional with a mallet during the trailing process of surgery. So, the root cause of this event is considered to be misuse as the surgeon impacted the tasp with mallet. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.